Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was discovered while unpacking the order. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 3, 2019 - may 4, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample; the blue winged cap was untightened. Functional testing was performed by filling the device with green colored water. After fill and prime, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The device was found to be conforming product. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.